Event description:
An olympus representative reported on behalf of the customer that the screen does not appear, and lines appear while using endoeye flex deflectable videoscope. The malfunction was found during inspection for use. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of lines appearing was confirmed. Due to damage on the charge coupled device and on the circuit board of the video plug section, the image noise occurs, and the image cannot be seen. The root cause of the subject event was unable to be specified. Presumably due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The following additional findings were also noted: assorted scratches, chipped adhesive on the bending rubber section, and due to damage on the lock engagement lever, the bending section cannot be firmly fixed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.